Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges "ruptured" and insulin leaked out of the bottom of the cartridge. Reportedly, the customer filled the cartridge "all the way up", but the customer could not confirm if the cartridge was overfilled or not. The customer indicated that they were waiting for supplies to arrive and reverted to manual injections. Customer's blood glucose level was elevated due to reverting to manual injection.